Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that the smartsite extension set 0.2 micron filter leaking from the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking from the filter, and returned one used sample of material 20027e, lot 25065076. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and the complaint was verified, with immediate leaks from both air vents on the filter. The filter was sent to the supplier of the component for further analysis. The supplier investigation found that the filter vent was indeed compromised and that was the cause of the leak. The air vent issue was not able to be traced to the filter manufacturing process, and all quality reviews passed. The vent was compromised sometime after the release of the product, but it cannot be determined where. The root cause for the issue is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.